Event description:
Sore throat, difficulty breathing, and inability to swallow..it was reported that a 45 year old female received an anesthetic with a size 3 or 4 lma in preparation for surgery on her varicose veins. Lidocaine gel was used on the mask for lubrication during insertion. The pt experienced no problems during or after surgery, and was discharged. That evening the pt complained of sore throat, difficulty breathing and inability to swallow. She presented to her local emergency room and was seen by an ent physician who performed indirect laryngoscopy. Fever and arytenoid edema were noted. The pt was admitted and antibiotics and corticosteroids were begun. The pt improved rapidly and was discharged the next day.the event was attributted to the use of a chemical cleaning or sterilization agent.